Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient experienced elevated blood glucose (bg) with symptoms of dehydration and extreme thirst, associated with a rewind issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly remained on the pump. The reporter stated that the rewind step would not stop. Customer technical support walked the reporter through completing the rewind step, and the issue was resolved. No pump defects were found on troubleshooting; the issue was determined to be use error. The pump is not being returned at this time. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2015 with the following findings: a review of the black box indicated the data started on (B)(6) 2015; the data from the time of the alleged incident was unavailable for review due to continued pump use. The pump was returned with the insulin sensitivity factor set to 30mmol/l. A review of the available black box and pump histories did not show any motor errors. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.